Manufacturer narrative:
A philips field service engineer (fse) went onsite and determined the main board required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the main board. The reported problem was confirmed. A review of the risk management file was performed and determined the allegation is reportable, because even though there was a visual inop, a confirmed loss of audio poses a potential safety risk, as there is no audible tone to alert the user of the failure, or the clinical staff could possibly not recognize a critical patient alarm. If this malfunction were to recur, it could potentially lead to a delay in treatment with a potential for harm. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after replacing the mainboard. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that a speaker malfunction inop was displayed on the intellivue mx800 patient monitor and there was no sound coming from the device. The device was not in use monitoring a patient at the time of the reported issue. No adverse event was reported.